Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 190 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 190 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is 10/2015. Recall test results performed fasting from meter memory: 1:157mg/dl (B)(6) 2015 08:07am, 2:184mg/dl (B)(6) 2015 08:05am, 3:167mg/dl (B)(6) 2015 08:03am, 4:228mg/dl (B)(6) 2015 07:59am, 5:196mg/dl (B)(6) 2015 07:56am. Adverse event not reported.